Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. As alleged, the patient had experienced personal injuries and physical pain and sufferings. It was also alleged that the patient was diagnosed pouch-like, distension of her abdomen; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-jan-2025) is considered to be the best estimate based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per legal complaint # (B)(4). Attorney alleges that the patient underwent open ventral hernia repair with mesh revision of abdominoplasty and implant of kugel patch on (B)(6) 2009. It was alleged that the patient was diagnosed pouch-like, distension of her abdomen and pain on or about jan-2025. Attorneys alleges that the patient experiencing personal injuries and physical pain and sufferings. It is also alleged that the device was defective.